Event description:
Information received by medtronic indicated that the silicon case was cracked. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). S/w version 4.11e; retainer ring: black. Patient returned pump with an alleged crack on the pump and insulin flow block alarm on (B)(6) 2021. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken battery tube threads, cracked case on the battery tube side. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow block, no delivery, occlusion alarms or prime/rewind anomalies were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any unusual insulin flow block/no delivery/occlusion alarms or pump errors that may have occurred around the event date. The adapt tool confirms that the following alerts/alarms occurred around the event date: 7=no delivery during boluses and basals [(B)(6) 2021 at 15:58 / 11 x on (B)(6) 2021 starting at 09:12 / 8 x on (B)(6) 2021 starting at 04:17 / (B)(6) 2021 at 06:13, 06:23, 06:32 / (B)(6) 2021 at 08:07. 08:17]. The case was cut open. After visual inspection, the inside of the battery compartment is corroded. In summary, the patient's allegation regarding a crack was confirmed, regarding an "insulin flow block" was not confirmed during testing. There is some corrosion inside the battery compartment however.   Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.